Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that on the day of implant of this mitral annuloplasty ring and after the device was sutured into place, the patient had moderate mitral regurgitation. The physician noted that this was likely due to the patient's native tissue. The physician explanted the device and implanted a bioprosthetic mitral valve. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.